Manufacturer narrative:
Evaluation of the returned device confirmed there was a fluid spill. The issue caused damage to various components as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA records (B)(4).

Event description:
A customer contacted haemonetics on (B)(6), 2010 reporting that fluid got into their orthopat machine causing a short circuit. No donor or operator injury or reaction was noted.